Event description:
We received a report regarding a pt injury (skin contusion that required 2 stitches, that was sustained when the pt fell from the phs (pt handling sys - bed) after being scanned with the e.cam gamma camera. According to the operator, the pt was sleeping during the scan. The operator was in another room approx 3 meters from the sys. When the scan completes, an audible beep is heard. Apparently, the pt became startled by this beep and fell from the phs before the operator could reach her from the other room.